Event description:
The customer reported discrepant glucose results generated from an architect c4000. It was reported that patients with a low glucose result generated from the architect analyzer were also tested with a point of care (poc) glucose machine, which generated results that reportedly agreed with the patient history. The customer provided the following data (unit of measure ¿ mg/dl): no sample ID, date : (B)(6) 2023, architect result = 27, poc result = 128, repeat poc result = 128. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation for a falsely decreased result of architect glucose reagent lot number 62066uq05 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Ticket search by lot 62066uq05 determined that there has not been an increase in complaint activity. Ticket and trending review did not identify any trends regarding the complaint issue or the associated product list number. Device history record review did not find any nonconformances or deviations associated with lot number 62066uq05, associated product list number, or complaint issue. There were no issues reported for quality control testing, indicating that the architect glucose reagent lot number 62066uq05 was performing as expected. A labeling reviewed determined product labeling provides appropriate information regarding the issue the customer described. Based on the investigation, no systemic issue or deficiency with the architect glucose reagent lot number 62066uq05 was identified.